Manufacturer narrative:
Manufacturer's investigation conclusion: the report of comm faults and a disconnected driveline cannot be confirmed. Multiple requests for additional information were sent to the customer. The patient remains ongoing on vad support. No product available for investigation. The hm3 IFU warns that if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The heartmate 3 lvas IFU lists neurologic dysfunction as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The hm3 IFU and patient handbook both contain an alarms and troubleshooting section which describes all alarm conditions, as well as the appropriate actions to resolve each alarm. The hm3 patient handbook also provides a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date has been estimated as (B)(6) 2019 based on available event description details. The patient's recurring communication fault is previously reported within MFR report numbers 2916596-2019-01412, 2916596-2018-05622, & 2916596-2019-02224. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a prolonged admission due to a driveline disconnect with unknown cause. The patient was found unresponsive and a bystander performed CPR. The patient was admitted with questionable neurological status. The patient regained neurological function but remained very weak and required long-standing rehabilitation. The patient remained in the hospital for a few weeks before discharge and was doing well although their persistent communication fault remained.